Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Broken gamma 3 nail had to be removed due to breakage. Replacement 200 gamma nail.

Manufacturer narrative:
The evaluation revealed the broken trochanteric nail kit, ti gamma3® ø11x180mm x 125° to be the primary product; the other implants did not contribute to the event and were classified as concomitant products. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, dimensional, visual or manufacturing related issues were found. The nail was found completely broken in its proximal hole for the lag screw. The posterior bridge was found heavily damaged by the lag screw stepdrill at lateral; the drill abraded the bridge material and weakened the bridge significantly. The breakage lines and breakage surfaces indicate that the posterior bridge broke prior the anterior bridge, beginning at the drill damage; lines of rest indicated that the both bridges broke due to a fatigue fracture. Deep bearing points within the proximal nail hole and visible on the lag screw indicated that heavy postoperative loads were applied to the implants. All available data and x-rays were evaluated by a health care professional (hcp). The x-rays indicate that the fracture is an instable intra-trochanteric fracture; the patient seems to be obese and the bone structure is weakened by osteoporosis. No significant evidence of fracture healing is visible on the post-operative x-rays. The post-operative x-ray from 07.05.2017 shows that the gamma3 trochanteric nail is broken in its proximal hole. A secondary laterally fracture occurred at the level of the lag screw. Based on the given data the nail broke due to a not-healed bone fracture, most likely caused by osteoporosis (patient related), contributed by the drill-damage at lateral of the posterior nail bridge (user related). The operative technique and IFU addresses intra-operative implant damages by drills, poor bone quality (osteoporosis), instable fractures, obesity and post-operative loads as warnings and adverse effects that can lead to implant failures like breakages. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Broken gamma 3 nail had to be removed due to breakage. Replacement 200 gamma nail.